Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this patient with pocket implantable cardioverter defibrillator (ICD) device was open when patient arrived. The pocket was cultured during the procedure. This ICD device was explanted. No additional adverse patient effects were reported.